Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.5, lab: 2.4. Pt's therapeutic range: 1.8-2.6 inr.